Event description:
It was reported that during a coronary stenting treatment procedure, the stent migrated. The 75% stenosed lesion being treated was located in the mildly calcified, moderately tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 3.0x15mm quantum maverick balloon, inflated twice to 6atm for 15 seconds. The physician deployed the 3.00x24mm liberte bare metal stent at 12atm for 22 seconds. As the physician was removing the balloon, he felt the stent move proximal, 1 to 2mm. The physician then post dilated the stent with a 3.0x15mm quantum balloon, inflated three times to 12-15atm for 19-24 seconds. Further dilatations were made with a 3.5x8mm quantum balloon and a 3.0x15mm quantum balloon. The case was completed successfully. Pt status reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.